Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had and initial right total knee arthroplasty on (B)(6) 2013 and then approximately 9 years, 6 months later experienced a revision surgical procedure on (B)(6) 2023. Patient revised to a competitor¿s devices. Revision operative report of (B)(6) 2023-left revision total knee replacement including tibia, patella and distal femoral replacement. Indication: left knee pain and instability secondary to loosening of femoral component with massive osteolysis. Procedure: upon entering the joint straw-colored fluid was encountered, sent for culture. Abundant synovitis was removed en bloc and sent to pathology. The tibial insert was noted to have medial rim fracture. Massive distal femoral osteolysis secondary to particulate debris from the polyethylene was noted involving medial and lateral distal femur to the superior to the epicondyles was noted. The tibial bearing surface was grossly loose and was sliding on the tibial tray; this was removed. The patella was examined and there were areas of osteolysis involving the lateral facet. The patellar button was partially fixed, it was removed. Components were trialed and then new devices implanted. Dressings and compression wrap were applied. The patient was taken to the recovery in satisfactory condition. Patient to be admitted for postoperative care. There is no other patient demographic or medical history available. Devices were sent to the lab per patient's attorney request. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, associated reports: 1038671-2024-05089, 1038671-2024-05088. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, fracture, disassembly, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.